Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the anesthesia machine circuits had holes in the tubing. Date of event was first reported on (B)(6) although apparently the same issue has occurred multiple times in the past 6-9 months at both facilities which were unrecorded. There was no medical intervention. There was patient involvement and there was no patient harm.